Manufacturer narrative:
Investigation on the complaint kit lot did not identify a product problem. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in the us alleged the generation of discrepant results for one patient sample when using the cobas liat sars-cov-2/flu test on the cobas liat system. Patient generated positive results sars-cov-2 and flu b, flu a invalid. A second swab of this patient 2 was sent to another lab for sars-cov-2 testing and generated a negative result. Flu a and flu b was not retested. The result was reported out. No harm was indicated. Investigation on the complaint kit lot did not identify a product problem.